Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cine hard drive was replaced and the power supply was cleaned. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No pt injury was reported.